Manufacturer narrative:
Follow-up #1: date of submission 13-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: there was evidence of moisture corrosion observed in the battery canister. The pump failed a leak test due to a battery compartment crack. The pump powered on to a fully illuminated display screen. Further moisture corrosion was found on internal components of the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.